Event description:
Patient's rt leg/thigh swelled with .9ns during arthroscopy. Approximately 5,3,000cc bags used during case. 3,500cc were accounted for. Noted at beginning of case a minimal amount of fluid returning. Scrub nurse was questioned about excessive fluid use. Pump appeared to work fine. Checked patient's upper leg and noted increased swelling and informed surgeon, case was stopped. Vascular surgeon was called to examine patient. Patient transferred to pacu in stable condition.